Event description:
Pt found sitting in chair in 2002 nonresponsive. Cap of brown port from 3l cvp found on floor and blood on gown from the site. Team called. Pt expired. Coroner states cause of death will be ruled as cardiac failure due to air embolism due to: open cath line (intrajugular). Report from coroner will not be complete for approx 6 weeks. Tubing from catheter available for inspection. Coroner no longer has tubing and/or cap from port.